Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The cartridge was reloaded to resolve the issue. Additionally, resistance was felt when filling the cartridge during the load sequence. The cartridge was ultimately filled successfully and loaded on to the pump. Customer¿s blood glucose level was 118mg/dl.